Event description:
It was reported that the lead exhibited oversensing and the patient experienced shortness of breath. Noise could be reproduced with isometric excercises.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.